Event description:
In 2006, nellcor puritan bennett received a report where it claimed that the cuff on a 6fen tracheostom tube developed a leak while in use on a pt. It was reported that the pt suffered some respiratory discomfort. The tube was replaced.